Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had complaints of occasional pocket stimulation. The stimulation was unable to be reproduced with testing at maximum output. The right ventricular lead was extracted and replaced. The patient was stable during and after the procedure.

Event description:
New information notes the physician suspected an insulation anomaly on the right ventricular lead prior to the procedure even though electrical testing was normal.

Manufacturer narrative:
The reported events were muscle stimulation and insulation damage. A complete lead was returned in one piece. The reported event of insulation damage was confirmed. Visual examination found the inner insulation damaged and multiple cuts on the outer insulation consistent with procedural damage. The cause of the reported event of insulation damage was isolated to procedural damage. Visual and x-ray examination did not find any other anomalies with the exception of procedural damage.